Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. Further, the patient was not able to replace the infusion set at that time, due to no supplies. The infusion set had been changed every two days. No further information available.